Manufacturer narrative:
Eval summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. Because a sample was not returned, the root cause cannot be determined and no actions are taken. Attempts to gather add'l info have been unsuccessful. Kono, ryota, 117 regarding the complications after the glaucoma implant 30th kyushu glaucoma conference [kgc2] 27, june (friday) 13:30-14:30. (B)(4).

Event description:
A surgeon reported a literature study that forty-one eyes were implanted with a glaucoma filtering shunt. Bled failure occurred in six eyes requiring a bleb reconstruction in four of those eyes. In the other two eyes, the surgeon noted that the shunts were touching the irises and causing iris atrophy. Those two shunts became clogged and were removed. Other complications of the study included ten eyes with hyphemas, two eyes with vitreous hemorrhages, five eyes with choroidal detachments and one eye with bullous keratopathy. Add'l info was requested.